Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that the device would turn on by itself. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device would turn on by itself. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.